Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and fell out of the jaws. The surgeon applied another device without pt injury.